Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the distal conductor is fractured at 1.5 cm from over rotation of the helix. Distal conductor is distorted in the connector window at 1.5 cm. Lead was able to be passed through a 7 fr introducer. Unable to pass a stylet through the lead due to the distal conductors being distorted in the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the physician tried to reposition the right atrial (ra) lead due to low sensing amplitude and high impedance. The helix would not retract after numerous turns with the rotation tool, and so the lead and stylet were removed from the patient, with the stylet inside the lead. The stylet was then removed from the lead and it was verified that the helix was still extended. The physician attempted to put the stylet back into the lead to retract the helix, and the stylet would not go back into the lead. The lead was not implanted, and a new lead was used. No patient complications have been reported as a result of this event.